Event description:
Patient wrote on (B)(6) 2013 asking for a waivers of the defense of limitation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-20003. This report, 1818910-2013-27458 , will be rejected. Report 1818910-2013-20003 will be kept for investigation purposes.